Event description:
It was reported that patient lost stimulation when implantable neurostimulator (ins) was half full. The day of this report, battery level was a quarter percent and patient was felling the stimulation. Patient reported that it was "unusual". Normally patient would not feel stimulation. Impedance measurement for electrode 1 was greater than 10k. Reprograming was done to eliminate electrode 1, but patient did not noticed a change in stimulation. Additional information received reported that x-rays showed no breaks. Patient was going to test system with new programming.

Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 3778-45, , serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).